Event description:
It was reported that pump touchscreen was unresponsive and appeared frozen, preventing customer from interacting with pump screen, although touchscreen was not cracked or shattered. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset with guidance from technical support but was still unable to use touchscreen, so customer switched to multiple daily injections as backup therapy.